Event description:
On 10/03/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave pump had a collapsed bladder. The device would run 350 - 453 rpm with no fluid seeping. The issue was discovered during the surgery. The case was able to be completed with no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6.

Event description:
Additional information was provided on 10/08/2024, where the pressure-sensing bladder repeatedly collapsed. It was continually running from 350 to 450 ml per minute, with no fluid seeping anywhere. Seemed to be an incorrect reading because the roller seemed to be rolling at a normal rate yet indicating a very abnormally high rate. There was no patient harm. The case proceeded and was completed

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 34 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. The device was assembled with an ar-6430, lot 40067370, to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.